Event description:
Ercp with pediatric scope and stenting at anastomosis of old reux-en-y with the boston scientific resolution ultra stent. Patient was re-started eliquis the next morning and was discharged. The patient returned on (B)(6) 2021 with hematemesis, 2 units prbcs were given and he was lifeflighted to the hospital. On (B)(6) 2021 egd performed noting large amount of active bleeding in stomach. Ir performed embolization. FDA safety report ID # (B)(4).